Event description:
An ophthalmologist reported that a patient swam while wearing focus dailies contact lenses in 2007. His temperature rose to 37-38 degrees celcius (100.4 farenheit) the next day & is reported to be due to infection. On four days later, the patient consulted the ophthalmologist for pain of right eye. Microbial keratitis diagnosed, 7 o'clock peripheral cornea, 0.5 mm and a smaller one. Anti-bacterial & anti-allergy eye drops and oral antibiotic prescribed. Patient referred the next day. On two days later, the second ophthalmologist diagnosed a 2.5 mm corneal ulcer and conjunctival hyperemia. Prescribed antibiotic eye drop & antiinflammatory eye drop. On three days later. Antibiotic drops tapered, antiinflammatory increased. On the following month, event recovered with pale opacity and no loss of visual acuityvisual acuity - 0.9 right eye. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.